Manufacturer narrative:
This report is submitted on february 5, 2018, (B)(4).

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2018, due to a partial insertion of the electrode array. During the revision, the device was explanted at the patient was reimplanted with another cochlear device.